Event description:
Zimmer instrument tray - persona psn tray series has metal holders for placement of instruments in correct location in the tray. The holders/plates are attached to the metal tray. There are gaps between the holder and the tray. Small pieces of bone/cement/foreign object can get caught between the holder and the tray. This is not visible during the decontamination process and may not get removed during soaking, spraying, and washing process. Has been found prior to being used, during the inspection process in the operating room, between the pan and the papers that pad the tray. This has been reported to the zimmer site rep as a concern.